Event description:
It was reported that the patient ipg was not working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted ipg was kept by the hospital.